Manufacturer narrative:
Batch record review was within release specifications. The customer indicated that the sample was repeated twice using the same lot of gel cards and obtained acceptable results. It is unknown how the initial testing reacted negative. Omission of test samples and operator technique could not be ruled out as contributing factors. There have not been any complaints logged against this lot of gel cards. Incident appears to be isolated. (B) (4).

Event description:
The customer reported they tested a sample from a patient with a history of being group a rh positive and obtained negative reactivity in the anti-d microtube of the mts a/b/d monoclonal and reverse grouping card lot # 082008037-20. The customer repeated the test 2 times with the same red cell suspension and the same lot of gel cards and obtained positive (4+) reactivity in the anti-d microtube. The customer tested the sample using the tube method using anti-d reagent and obtained a 4+ reaction. No erroneous results were reported. A false negative result in anti-d may lead to misclassification of a patient's rh phenotype.